Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib joseph, biomed, turning on and off on it s own during case. Sjc0015672, po (B)(4).the failure(s) identified in the investigation is consistent with the complaint record. Probable root cause is the leaf spring contact between the receptacle board and the contact ring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.